Manufacturer narrative:
Reported event. An event regarding issue unclear involving a mako mics was reported. The event was not confirmed because the product was not available for inspection. Method & results. -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device alleged was not returned for evaluation. If product is received then complaint record will be reopened for further assessment of the failure mode alleged. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate (B)(4) devices, including serial number (B)(4), were manufactured and accepted into final stock on 03/03/2020 with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If product is received then complaint record will be reopened for further assessment of the failure mode alleged. Device not returned.

Event description:
While reaming the acetabulum, screen said 27mm out from acetabulum. Surgeon was removing bone with reamer but the system never advanced and continued to show 27mm out. Clinical support suggested it may be a defective mics. Surgical delay: = 15 minutes. Case type / application: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
While reaming the acetabulum, screen said 27mm out from acetabulum. Surgeon was removing bone with reamer but the system never advanced and continued to show 27mm out. Clinical support suggested it may be a defective mics. Surgical delay: = 15 minutes. Case type / application: tha.